Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose (bg) level was 241mg/dl. During troubleshooting with tandem technical support, the customer was instructed to load a new cartridge. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.